Event description:
Boston scientific received information that the remote home monitoring system issued and alert for a high out of range shock impedance measurement for the right ventricular (rv) lead and device. Review of the patient's data revealed that the shock impedance had started to trend high over five months earlier, but had not yet gone out of range. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for evaluation and possibly other tests. At this time the patient was not brought in for further testing and will continue to be monitored. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.